Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue, still replaced parts as agreed upon with the customer. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected parts were requested back to livanova (B)(4) for a detailed investigation and not yet received by livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message during procedure. The error code is stating a fault in the motor controller of the pump. There was no report of patient injury.

Manufacturer narrative:
The replaced parts have been investigated at the manufacturer site. No deviations could be detected ad no issue reproduced.

Event description:
See initial report.